Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter, between the catheter and the sheath and in the inner lumen. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Two kinks were observed on the catheter tubing approximately 76.2cm and 43.4cm from iab tip. Additionally, a kink was observed in the inner lumen approximately 4.3cm from iab tip. The optical fiber was found to be broken within the membrane approximately 23.1cm from iab tip. Extender tubing and three-way stopcock were returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) complaint record ID # (B)(4).

Event description:
It was reported that the day after inserting the intra-aortic balloon (iab), a "fiber optic sensor failure alarm occurred and the pressure signals disappeared. The hospital staff connected an external pressure line and continued therapy. The iab was in use for 30 hours. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: senior cardiovascular technologist. Event site postal code: 11001. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.